Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. A review of the event history log revealed multiple "upstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upstream sensor reading out of specification. The ultrasonic sensor required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had upstream occlusion occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.